Event description:
The user facility reported that the angio-seal involved dilator would not snap into the sheath. As the doctor advanced the device over the wire in the patient, the dilator came back, and deployment could not be performed. The patient was stable. The procedure outcome was successful. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 21 jul 2023: three devices were used on the same patient & case. Hemostasis was achieved by manual pressure. The type of procedure that was being performed on the patient prior to using the angio-seal was a carotid artery stent. The procedure sheath size used was a 6 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: buyer the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).